Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they felt stimulation in the morning of the report, but was not feeling it at the beginning of the call. It was indicated that they hadn't fallen or had any trauma, but last week they bumped into the device and it hurt. The patient mentioned they did really good the first two weeks, but now was going six or seven times a day since late (B)(6) 2016. When they went, it was firm but in little pieces. They mentioned that they had gone one or two times on the day of the report. It was noted that they increased stimulation by 0.1 last week, and had no improvement with symptoms. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.